Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent fracture.

Event description:
It was reported that a 10t x 40 mm xact stent was implanted in the carotid artery on (B)(6) 2015. The patient returned for the one year check-up. The patient had no symptoms and was feeling fine. A carotid CT angiogram was performed and it showed the stent was broken. The patient is asymptomatice, so no intervention will be performed. No additional information was provided.